Event description:
Device was removed due to "autoinflation and periprosthetic capsule". As reported to co, assembly kit component only were removed and replaced; leaving the pump/cylinder set, catalog #9918s, serial #163758 and reservior, catalog #9100k, serial #169295 inplace from the initial implant surgery. 2/27/97 - upon receipt of the physician/surgeons operative report, he stated... "The pt presented to the office with pain in his penis, a foreskin which would not retract and a fully inflated prosthesis which would not deflate. He also has a high-riding pump, operation: revision of penile prosthesis and circumcision. Procedure: the connector was excised. The reservior was completely evacuated. The cylinders were completely evacuated via the pump. The reservior was then filled with 100cc of normal saline. A straight connector was used to connect the pump to the reservior. The prosthesis was cycled and an excellent erection was noted. The old pump capsule was pierced with a hemostat and a new pouch in a more dependent portion of the scrotum was fashioned".

Manufacturer narrative:
The return of explanted components has been requested. At this time, no response has been received. Without the benefit of examination and testing, qa is precluded from commenting on the condition of the device or the cause for this occurrence. Should the device be received, qa will file an addendum to this report if required.